Event description:
It was reported that the patient experienced pain when using the pump of this inflatable penile prosthesis (ipp). A revision surgery was performed, during which it was noted that the device was too big; therefore, cylinders were removed and replaced with smaller ones. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.